Event description:
Eri alert was confirmed via remote monitoring. Battery remained 34 percent on the previous day. The device has been implanted 10.5 years. Device will be replaced. Should additional information be received, this file will be updated.